Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 141210, tibial tray, lot # 716390, 183400, articular surface, lot # 421320. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00013, 0001825034 - 2020 - 00012.

Event description:
It was reported that approximately 9 years post implantation, the patient began to experience pain and a feeling of instability with the right knee. Subsequently, at 10 years post op, the patient was seen by physician and found to have large varus. Surgeon suspected imminent fracture of implant, and performed a revision due to instability and metallosis was also observed. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site MFR number. The initial report was forwarded in error and should be voided. Please see 0001825034 - 2020 - 00208.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site MFR number. The initial report was forwarded in error and should be voided. Please see 0001825034 - 2020 - 00208.